Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned stretched. Insulations were pulled apart causing distal and proximal conductor touching each other and that prevents electrical testing. Destructive analysis was performed to complete product analysis. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia and heart block. The implantable pulse generator (ipg) device exhibited a pacing problem due to the exit block. The device was reprogrammed. It was subsequently further reported that the patient experienced syncope and the right ventricular (rv) lead exhibited increasing thresholds. Further reprogramming took place. The ipg and lead were replaced one day after the reprogramming as the physician was not sure if they were working well. No further patient complications have been reported as a result of this event.